Event description:
It was reported that this right ventricular (rv) lead was dislodged. In addition, no symptoms caught on lead testing and low impedance. A revision was performed and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.